Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by the sales rep that during an unknown procedure, scissoring and jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.